Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead dislodged and had no capture. The lead was repositioned several times, but thresholds were unacceptable. The helix would not extend or retract. When removed the lead showed the pins were moving, but the helix was still extended and helix was not moving. The lead was explanted and replaced. No patient complications have been reported as a result of this event.